Event description:
The patient originally had a total colectomy. A few weeks later, the pt was taken to the or to remove a retained foreign body (piece of drain from the abdomen).a bard triple lumen abramson sump drain was placed by the operating surgeon. A few weeks later, the covering surgeon tried to remove the drain in the patient' room. The covering surgeon removed the dressing and removed the sutures and pulled the drain, but no internal drain was attached. The external fixater for the drain was in place, but there was no internal drain. The wound was opened manually and questioned a retained drain palpable. A stat kub, kidney ureter bladder, was completed. Laparoscopic removal of retained drain was completed.a 30cm piece of the drain was removed from the abdomen by covering surgeon. The external part of drain was not saved.the patient is being discharged to home.